Manufacturer narrative:
(B)(4): information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.additional information:rep advised that the surgeon refuses to share any information: he states patient confidentiality.the following answers are from the rep, not the surgeon.where was the bleeding from? (State where): I can't answer.how much blood was lost? (Cc¿s) I can't answer that.how was the bleeding controlled in the 2nd procedure? I was told by a nurse that he used a suture.how long has the surgeon been using har? Several years. What power setting was the generator on? 3 and 5.did the gen11 display any yellow alert screens during the procedure? No.what is the surgeon¿s typical steps to use the device? (Such as waiting to hear tone 2, etc.) He uses "min" on vessels and "max" when not vascularized. He waits for the second tone.

Event description:
It was reported that the device was used in a gastric sleeve procedure. The device worked well during the procedure, nothing unusual was noted. Less than six hours after the procedure it was determined that the patient was bleeding internally. The patient was brought to the or to stop the bleeding. The patient is doing well following the second procedure. The generator and hand piece are being returned, however, the shear was discarded.